Event description:
Philips received a complaint regarding a v60 ventilator indicating that the tidal volume could not be increased during use. The device was in use on a patient at the time the issue was observed. It was reported that the patient was anxious. The patient was transitioned to another device. A philips clinical expert assessed the reported anxiety as a non-serious injury. Therefore, the device did not contribute to a serious injury or death. According to the good faith effort response, the issue was attributed to an air leak from the patient interface mask. After proper adjustment of the mask, the ventilator returned to normal operation, and no further abnormalities were observed. Further evaluation by the authorized service provider (asp) confirmed that the tidal volume could not increase and that the issue occurred intermittently during operation. Troubleshooting was limited, as the customer declined to provide additional information; no diagnostic testing was performed, and no error codes were identified. No repairs have been completed at this time. The investigation is ongoing.

Manufacturer narrative:
Based on the available information, the device did not meet product specifications at the time of the event. The root cause of the issue was determined to be an air leak from the patient interface mask. Due to an invalid service entitlement, no repairs were completed, and the case was forwarded to business sales for further determination. After further investigation, case has been closed. No further information has been made available. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.